Event description:
Pt reported back to back tests performed on the surestep meter were 378 and 296 mg/dl (24% difference). Control solution test result (133) was in range (100-153). The meter is not cleaned according to MFR's product recommendations. No symptoms were reported. There was no allegation of harm.